Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited greater than 200 ohm shock lead impedance (sli) measurements and the pace impedance measurements failed as noise at implant. After the ablation catheter was removed the (sli) measurements were 71 ohms consistently and noise was no longer present. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction h6 device and impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited greater than 200 ohm shock lead impedance (sli) measurements and the pace impedance measurements failed as noise at implant. After the ablation catheter was removed the (sli) measurements were 71 ohms consistently and noise was no longer present. This device remains in service. No adverse patient effects were reported.